Event description:
It was reported that during a laparoscopic sigma procedure, after firing the instrument the surgeon saw a hole about 1.5 cm. Outside the anastomosis laid no formed staples. Pt was sutured by hand. There was no reported pt consequence and no device will be returned. There is no further info available.